Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, the soft cannula was found to be kinked in multiple places. This did not prevent fluid from being delivered through the complete fluid path and out the distal tip. No other damages were noted with the device that would indicate a needle deployment malfunction. The device ran for 1858 pulses with no timeouts or drive stalls, and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 270 mg/dl while wearing the pod between 1 and 4 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was also bent/kinked. As treatment, the patient changed out the pod and gave correction bolus.